Manufacturer narrative:
No information is currently available for the iabp on which the patient death occurred. The facility of occurrence has been contacted towards having maquet performing an evaluation on the device which the event occurred. A supplemental will be submitted when more information is available. (B)(4).

Event description:
It was reported by the customer that the patient arrived from cath lab to ICU with the pump not triggering correctly, not capturing all the beats and unable to visualize the trigger. In addition the pump was firing randomly. The ECG cable was not initially attached according to rn who was assisting in the troubleshooting. A line was present on screen, but patient had very poor pressures as the patient was "crumping". They are not sure if the pump was the issue or the patient condition was the problem, but once they switched out the machine the 2nd pump worked well, triggering was consistent." The patient expired on the second pump.